Event description:
The customer reported that the cine function was not operating properly. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.